Event description:
The user received questionable glucose hk generation 3 (glucose) results for multiple samples from one patient when compared to other analyzers and accu-chek meters. The integra 800 serial number was (B)(4). The integra 400 serial number was (B)(4). The user stated the results below 50 mg/dl from the cobas c501 and both integra analyzers had data flags. The fingersticks were performed at the same time the sample tubes were drawn. On (B)(6) 2011, the results were: -accu-chek meter 96 mg/dl from a fingerstick. -cobas c501 23 mg/dl from a k2-edta tube. On (B)(6) 2011, the results were: -accu-chek 94 mg/dl from a fingerstick. On serum from an sst tube: -cobas c501 23 and 22 mg/dl. -integra 800 16 mg/dl. -integra 400 18 mg/dl. -dade dimension analyzer 16 mg/dl. On (B)(6) 2011, the results for the first sample were: -accu-chek 91 mg/dl from a fingerstick. On serum from an sst tube: -cobas c501 21 and 22 mg/dl. -integra 800 16 mg/dl. -integra 400 16 and 16 mg/dl. -dade dimension analyzer 14 and 14 mg/dl. On (B)(6) 2011, the results for the second sample were: -accu-chek 99 mg/dl from a fingerstick. On serum from a k2-edta tube: -cobas c501 76 mg/dl. On (B)(6) 2011, the results were: -accu-chek 99 mg/dl from a fingerstick. On serum from an sst tube: -cobas c501 34 and 35 mg/dl. With a 1:2 dilution 32mg/dl. -integra 800 33 mg/dl. On (B)(6) 2011, the user tested the patient with two separate accu-chek meters. The results were: -accu-chek 82 and 78 mg/dl from a fingerstick. The meters gave results of 84 and 80 on the blood on the skin from the venipuncture. On serum from an sst tube: -cobas c501 "in the 30's". On plasma from a sodium/fluoride/potassium oxalate tube: -cobas c501 104, 102mg/dl. After 5 minutes 101 mg/dl. After 1 hour "80 something". On plasma from a li-heparin tube: -abbott I-stat 102mg/dl the user was reporting out all results and discussing the issue with the nurses and they are treating patient based on the clinical picture not by the results. There was no resulting treatment based on or withheld due to the results. The patient was not adversely affected. The user considered the meter results to be correct. The glucose reagent lot number was 64141101. The user believed the issue was with the samples drawn from the patient and declined a service visit. The issues with the accu-chek meters were reported in the medwatches with (B)(6).

Manufacturer narrative:
As neither the patient samples nor the reaction kinetics for the questionable glucose measurements were available, a root cause analysis was not possible. No adverse event was reported.